Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a k-file broke during treatment. The separated piece was incorporated into the filling.

Manufacturer narrative:
The returned file is broken at the tip of the active part (torque and fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Also, a DHR review was conducted with no discrepancies noted.